Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu3825 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on july 13, when the patient's PICC catheter was placed, when the guide wire was withdrawn after the catheter was placed, it was found that the back of the guide wire was obviously elongated, and the posterior guide wire became soft. After continuing to complete the follow-up catheterization process for the patient, checked the withdrawal guide wire, the front end of the hard guide wire is about 75 cm, and the rear end of the soft guide wire is about 45 cm. After comparing with the normal guide wire, it is found that the soft guide wire with the length of the rear end is the wire wrapped around the guide wire. The integrity of the guide wire was checked and the patient's chest x-ray was checked for no metal residues in the body.